Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the non-calcified right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation at nominal pressure, the balloon ruptured. The device was completely removed through a workhorse wire and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.